Event description:
Vns pt has recently experienced an increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency. Device diagnostic testing approximately three months prior was within normal limits, indicating proper device function.